Event description:
Procedure type: unk. According to the rptr: the doctor noticed after operation there were burn marks around the port extending from the port in the skin in a 1x3cm area on the pt's stomach. Unfortunately the device could not be found again in hospital and thus not be returned for investigation and the lot number is also not available. No pt injury was reported.

Manufacturer narrative:
(B)(4).